Manufacturer narrative:
This event occurred on the japanese market with a transray 34cc iab, which is significantly similar device to sensation 34cc iab which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacturer date corresponding to transray device involved in the event, which is not available in USA. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the guidewire would not pass through the inner lumen. A second iab was opened, but the guidewire was unable to pass through this one as well. A third iab was opened was opened, and the guidewire was successfully inserted. The facility stated that a third party guidewire, of the incorrect size, was used for the first two iabs. There was no patient harm or adverse event reported. This report is for the 2nd iab. A separate report has been submitted for the 1st iab under mfg report number 2248146-2024-00110.

Manufacturer narrative:
Event site postal code (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint (B)(4).